Manufacturer narrative:
(B)(4). The product was returned and from visual inspection the tibial tray shows scratches and deformity. There was not bone cement present. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed as provided photos show no bone cement adherence. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. External radiologist reviewed provided x-rays and noted normal anatomy, however, bone quality and possible lucency is difficult to assess due to poor quality of the images. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee revision arthroplasty due to lack of bonding between the tibial component and bone cement. No additional information is available.

Manufacturer narrative:
(B)(4). Date of birth: patient was born in (B)(6). Concomitant medical products: vanguard ilok femoral, catalog #: 183006 lot #: j3757577, vanguard tibial bearing, catalog #: 183420 lot #: 060850, hi-fatigue bone cement, catalog #: 00112124001 lot #: 14ka18491, series-a patella, catalog #: 184784 lot #: 242760. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address tibial loosening. Loosening occurred between the implant and cement interface. Attempts have been made and no further information has been provided.